Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf) head presented with no telemetry. The company representative swapped the rf heads and completed the interrogation. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.